Event description:
Same case as MFR#: 2134265-2012-04749. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis of another manufacturer's stent which was located in the non-calcified and moderately tortuous right common iliac artery. A 6.0 x 40, 75cm mustang balloon was used to dilate the lesion. The mustang balloon was inflated once at 10atms for 30 seconds and ruptured. A 6.0 x 40/135 (4f) sterling mr balloon was then advanced to treat the target lesion. The sterling balloon was inflated once at 8atms for 20 seconds and ruptured. The procedure was completed successfully with a 7 x 40mm sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).